Event description:
It was reported that the coil was fractured. The target lesion was located in femoral profound artery branch of the thigh part. A 4mm x 15cm interlock was selected for use. During the procedure, it was noted that the coil was fractured upon usage. The device was simply pulled out and the procedure was completed with another of same device . There were no complications reported and the patient is stable.

Event description:
It was reported that the coil was fractured. The target lesion was located in femoral profound artery branch of the thigh part. A 4mm x 15cm interlock was selected for use. During the procedure, it was noted that the coil was fractured upon usage. The device was simply pulled out and the procedure was completed with another of same device . There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and it was observed kinked, stretched and the interlocking arm was detached. Microscope inspection revealed that the interlocking arm of the main coil was detached. Dimensional inspection revealed that the overall dimension of the zap tip and the primary coil were within the specification.